Manufacturer narrative:
(B)(4). Method: the iw980 wall mount infant warmer was not returned to fisher & paykel healthcare for evaluation as the customer had elected to repair the unit themselves. Our investigation is based on visual inspection of the photographs provided by the hospital, our knowledge of the product and investigations into similar complaints. Results: visual inspection of the photographs revealed that the upper harness connector appeared discoloured. The spade terminal of the heating element which is used to attach the connector appeared to be corroded. The baffle insulation surrounding the upper harness area was damaged by heat and the surface of the head dome above this area showed some discolouration. It is noted that the device is over 10 years old and a reasonable level of wear and tear is expected. A lot check revealed no other complaints of this nature for lot number 050822. Conclusion: it is likely that the observed fault occured over a number of years. It is possible that a loose terminal in the heater element caused increased resistance, resulting in increased heat generation at the heating element connectors. The infant warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Replacement parts were sent to customer.

Event description:
A hospital in (B)(6) reported that an iw980 wall mount infant warmer had a burnt head harness connector and heating element. No patient consequence was reported.